Event description:
Customer received a false negative pro bnp result for one pt sample. Initial result from primary tube gave less than 5 pg per ml. The following day, the same primary tube was retested resulting at 11505 pg per ml. The same day a second sample obtained from the pt was tested in the primary tube resulting at 11650 pg per ml. Date second sample obtained was not provided. No information provided to determine if pt was adversely affected.

Manufacturer narrative:
Further investigation revealed the customer is using a smaller tube type with an outer diameter confirmed to be 11 mm in contrast to the manufacturer's declaration of 13mm. The customer is also not using appropriate tube adaptors, which can cause insufficient sample volume, and thus false low results. Investigation results add'l noted pre-analytic factors and/or, old pinch tubes may have also contributed to the false negative result.